Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2020, the patient returned to the hospital with shortness of breath. On (B)(6) 2020, transesophageal echocardiography (tee) was performed and showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. It was noted that no tissue damage had occurred. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported recurrent mitral regurgitation and dyspnea are likely related to the slda. The reported patient effects of recurrent mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.